Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced diminished pulses, pain in the affected leg and an occlusion was confirmed. Treatment consisted of a surgical thrombectomy and anticoagulation therapy. Following the treatment, a hematoma was reported and was resolved with surgical evacuation. No further complications were reported.